Event description:
It was reported that the patient had not felt stimulation since last thursday, (B)(6) 2013. It was stated that the patient had not seen his physician since 2004. It was mentioned that the device had been implanted for 9 years and that the patient may want to get the battery life checked. It was added that all the lights were green on his programmer. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0348725v, implanted: (B)(6) 2004, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
Additional information reported, the patient tried to turn the ins on, up and down and it was not working. It was reported, the patient programmer did nothing when trying to connect.

Event description:
Additional information received reported that the battery was either dead or low. The reporter stated that the implantable neurostimulator (ins) was going to be replaced on (B)(6) 2013. It was later reported that there was an end of service/end of life (eos/eol) message seen. It was stated that the patient had no sti mulation four weeks ago due to normal battery depletion. Impedances were measured and all contact pairs with contact 0 showed greater than 4k ohms and less than 15 ua. It was noted that the patient had no issue with therapy and was scheduled for an ins replacement on the day of this report. It was later reported that the ins battery was replaced and the patient was doing fine.

Manufacturer narrative:
(B)(4).